Event description:
It was reported that the lead was explanted due to sensing difficulty seen a few days after implant. The device was reprogrammed to unipolar configuration until replacement. The customer assumes that the lead dislodged. No patient complications were reported as a result of this event. Patient's status was listed as ok.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned for analysis. It was reported that the lead was explanted due to sensing difficulty seen a few days after implant. The device was reprogrammed to unipolar configuration until replacement. The customer assumes that the lead dislodged. No patient complications were reported as a result of this event. Patient status was listed as ok. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Dislodged, undersensing.